Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found signs of stent damage. The stent struts from the distal end of the stent were lifted and pulled distally from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08apr2020. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left anterior descending artery. A 2.50 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed stent damage.